Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation can not be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to both of the cylinders had lost the outer coating of the prothesis. All components were removed and replaced. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to both of the cylinders had lost the outer coating of the prothesis. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. Both cylinders were detached by the proximal end and wear at a fold was found in the middle of the cylinders. The outer tube of both cylinders had a hole from wear against the input tube by the proximal end. The inner tube of the first cylinder bulged when inflated. The pump was visually and microscopically examined, leak and functionally tested. The pump did not pass the activation test. The reservoir was visually and microscopically examined, and leak tested. No anomalies were found with the reservoir. Based on the information available and analysis results, the identified detachment by the proximal end and holes identified in both cylinders could have confirmed the reported clinical observation of cylinders losing the outer coating.